Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that during the procedure they could not tighten the setscrew of the implantable neurostimulator (ins) and the lead could be easily pulled out. The issue was not resolved after several attempts to tighten the setscrew. The ins was never implanted and was replaced with a new one. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_wrench_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative reported the implant was successful after using a different implantable neurostimulator. The patient was receiving effective therapy.